Manufacturer narrative:
The injector was not returned for evaluation. However, the lens was received and visual inspection found no visible damage to the device. There was evidence of clear surgical residue. The cartridge was received and visual inspection found no visible damage to the device. There was evidence of clear surgical residue. Eval results: a lens work order search was performed on the serial number and no similar complaints found. A cartridge lot number search was performed and no similar complaints were found.

Event description:
The reporter stated the surgeon had to force a 13.5mm three piece silicone lens through due to the injector, model number msi-tm being stiff and not twisting properly. No patient contact. The reporter stated that the injector may have been autoclaved too many times causing the device to not function properly.